Manufacturer narrative:
Upn corrected from unk553 to h749236310030. Catalog/model corrected from unknown to 23631-003. Lot number corrected from unknown to 18011050. Device expiration date corrected from unknown to 04/30/2017. Device manufactured date corrected from unknown to 05/29/2015. Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. The handshake connection was inspected and a tug test was performed using a test advancer and no damage was noted. The burr was microscopically examined nad it was noted that the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08043. It was reported that guide wire fracture occurred. A rotablator and rotawire¿ were selected to treat the target lesion. When the burr was tested outside the patient, it was noted that the rotawire was fractured. The procedure was completed with another wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08043. It was reported that guide wire fracture occurred. A rotablator and rotawire¿ were selected to treat the target lesion. When the burr was tested outside the patient, it was noted that the rotawire was fractured. The procedure was completed with another wire. No patient complications were reported.